Event description:
Kumar js, dabhi n, raper dms, et al. Recurrence of a large intracranial fusiform aneurysm treated with overlapping pipeline embolization devices: illustrative case. Journal of neurosurgery case lessons. 2023;6(12). Doi:10.3171/case23369 medtronic literature review found a report of patient complications in association with pipeline embolization devices (peds). The purpose of this article was to describe the recurrence of a once completely occluded fusiform aneurysm on follow-up. The following intra- or post-procedural outcomes were noted: a 5 x 30 mm ped was initially placed 16 mm distal to the aneurysm neck. The proximal landing zone terminated within the aneurysm sac. The construct was extended with a 5 x 25 mm ped with approximately 30% overlap with the initial device. A third 5 x 25 mm ped was placed from the second ped to the internal carotid artery (ica) just distal to the origin of the ophthalmic artery. Despite a similar 30% overlap between the second and third devices, these two devices became disengaged, and an additional (fourth) 5 x 20 mm ped was used to buttress the stent construct. A final angiogram demonstrated good wall apposition of all peds with stasis of flow in the aneurysm sac and improved flow to the distal m2 branches. The patient tolerated the procedure well and was discharged home on postprocedure day 1 without changes in their neurological examination. The next day, after the patient presented with symptomatic subcortical infarcts in the setting of subtherapeutic aspirin levels, their dose was doubled without complications. A follow-up angiogram at 3 months demonstrated a patent stent construct, without evidence of stenosis and no residual filling of the left middle cerebral artery (mca) aneurysm. The patient was subsequently lost to follow-up and presented 4 years later with headaches. Cta demonstrated a recurrence of the prior aneurysm with separation of the ped between the most distal and middle devices, as well as between the middle and second most proximal devices. This recurrent aneurysm was treated with flow diversion utilizing additional peds. A 5 x 25 mm ped was advanced and deployed spanning from the midpoint of the most distal ped (first) to the midpoint of the middle ped (second). A 5 x 30 mm ped was then deployed from the midpoint of the second ped to the midpoint of the adjacent (third) ped. A total of six peds had now been deployed across the aneurysm. The patient tolerated the procedure well and was discharged home the following day. A 3-month follow-up with cta demonstrated occlusion of the aneurysms. The patient was again lost to follow-up. However, they presented 3 years later with a recurrence of the aneurysm. Cerebral angiography demonstrated separation of the third and fourth flow-diverting stents, resulting in a recurrence of the aneurysm, which was treated with one surpass evolve 5 x 30 stent placed between the distal ped and the proximal ped with a 15-mm overlap. They were discharged without complications and placed on 6 months of dual antiplatelet therapy. At 20 months after retreatment, repeat angiography demonstrated aneurysmal dilation of the mca continuing past the stent construct involving the bifurcation and both m2 vessels, although the initially treated fusiform aneurysm was occluded.

Manufacturer narrative:
G2: citation: authors: kumar, j. S., dabhi, n., raper, d. M. S., capek, s., crowley, r. W., kalani, m. Y., kellogg, r. T., <(>&<)> park, m. S.. Recurrence of a large intracranial fusiform aneurysm treated with overlapping pipeline embolization devices: illustrative case. Journal of neurosurgery. Case lessons 2023;6(12) 2023. Doi:10.3171/case23369 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.